Event description:
The customer contact reported unrestricted flow. The pump was returned to the biomedical engineering department with an unsigned note that stated, "alarming proximal occlusion." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility's biomedical engineer, after a primed tubing set was loaded into the pump and the door was closed, the pump alarmed for a proximal occlusion. At that time, biomedical engineer noted fluid flowing from the distal end of the tubing set. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed the reported event of an unrestricted flow. The root cause was determined to be that the outlet valve spring was missing from the input/output valve assembly.